Manufacturer narrative:
Block b3: date of event - approximated based on the date the manufacturer became aware - exact event date unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a worsening of tremor symptoms when the implantable pulse generator (ipg) reached the end of life (eol) state. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively. Additional information was received indicating the correct implant, explant, and event dates. It was also indicated that the explanted device was retained by the hospital and was not returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a worsening of tremor symptoms when the implantable pulse generator (ipg) reached the end of life (eol) state. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively.

Manufacturer narrative:
Block b3: date of event - approximated based on the date the manufacturer became aware - exact event date unknown.